Manufacturer narrative:
Section d4: serial number was requested but was not provided manufacturer's investigation conclusion: the reported event of the charging status of a 14 volt lithium ion battery remaining yellow on the universal battery charger and a damaged metal contact was unable to be confirmed. The heartmate universal battery charger (ubc) (s/n: unknown) was not returned for analysis. It is unknown whether the metal contact damage is on the 14v battery or the ubc. There was no alarm associated with the event. No photos or additional documents were submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the universal battery charger being unknown. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. The heartmate 3 patient handbook and heartmate 3 instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported that battery 3a stayed yellow when it was placed on the charger. The patient also reported that the metal contact had a burn mark on it. The battery was brought in on (B)(6) 2022 for evaluation and replacement. Related MFR #: 2916596-2022-14122.